Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: a crack and a burn were seen on the insulation. Electrical arcing from the metal shaft to a conductive object likely occurred due to the cracked insulation that probably led to the burnt insulation. IFU 1000-401-070 states: "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes for the cracked insulation could be due to 1) user mishandling or 2) improper sterilization methods. The probable root cause for the burnt insulation is likely due to electrical arcing from the metal shaft to a conductive object that probably occurred due to the cracked insulation. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.